Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 06:03:59 on (B)(6) 2024. At 08:48:45 on (B)(6) 2024, an arrhythmia was detected. ECG shows asystole. At 08:50:44, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was asystole transitioning to sinus rhythm @ 60 bpm. Post shock rhythm was sinus rhythm @ 60 bpm with pac¿s. The electrode belt was disconnected at 08:59:12 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.